Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer " dark image " was confirmed, and further defects were detected. In total the following defects were detected: -led flickers. -led is dim. -blade worn. -housing worn. -cover worn. As stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the most likely cause of the described fault is mechanical damage caused by the user, which has impaired the light quality and image quality and thus rendered the product unusable. If new or additional relevant information or the product will be received, we will reopen the investigation accordingly. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "dark image." No negative impact in state of health reported.